Event description:
It was reported the handpiece started smoking. There was no patient impact.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the unit not working when arrived. We could not duplicate customer¿s complaint concerning the unit smoking. The motor/cable subassembly was corroded, causing the motor to seize. The motor/ cable subassembly, housing bearings and other parts needed to be replaced due to the parts being corroded. The unit was repaired and returned to the customer.